Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported having high blood sugar. The customer's blood glucose was 184 mg/dl. Troubleshooting found the drive support cap was normal and that insulin was able to exit the tubing. The customer was also assisted with performing a high pressure test. Customer's insulin pump failed the high pressure test twice. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.